Event description:
No additional information to provide at this time.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) and organ (mesenteric) perforation, anxiety, depression, limited mobility, mental anguish and stress the reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, depression, limited mobility, mental anguish and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00793. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in recall number of this initial med watch report. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional information become available. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Only if investigation is done already.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via an unspecified vein due to trauma - struck by vehicle, pelvic/c5 + fractures. Patient is alleging device tilt, vena cava perforation, organ (mesenteric) perforation. Patient notes and further alleges experiencing "the ivc filter perforated the vena cava wall and to the mesentery. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Patient further notes "my mobility is limited and I cannot bend at the hips very well". Per the sp ivc filter placement report dated (B)(6) 2013: "findings: "the filter was placed in good position below the renal veins. Impression: 1. Status post successful placement of an inferior vena cava filter using fluoroscopic, sonographic and venographic guidance. 2. Inferior vena cavogram appears within normal limits with free flow of contrast through the inferior vena cava filter, without evidence of filling defect to suggest thrombus formation".